Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on an unk date in 2011 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2021. It was reported that the patient experienced an unknown adverse event. No additional information was provided.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 3/14/2023 additional b5 narrative: it was reported that the patient underwent a hernia repair procedure on (B)(6)2003 and prolene was implanted.

Manufacturer narrative:
Date sent to the FDA: 1/11/2022. Additional information: d1, d2b, d6a, g4. Additional b5 narrative: it was reported that the patient underwent hernia repair surgery on 1/4/2011 and mesh was implanted. It was reported that the patient experienced pain following surgery. Date sent to the FDA: 1/11/2022. Corrected information: g1 - manufacturing site name and address.

Manufacturer narrative:
Date sent to the FDA: 02/11/2022. Additional b5 narrative: it was reported that the patient underwent removal surgery on (B)(6) 2021 due to bleeding and gastrointestinal perforation.